Manufacturer narrative:
Product analysis the device was returned with no stent present on the balloon. There are stent imprint marks visible on the balloon, the dislodged stent was returned in a deformed state, image analysis: the custoser returned two images. Image 1 shows the visi-pro device and a dislodged balloon in a container. The dislodged stent is deformed. There is also pouch label present which shows that it is a visi-pro 7x37mm (pxb35-07-37-135), lot #: b785231. Image 2 shows the visi-pro device and a dislodged balloon in a container. The dislodged stent is deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during delivery of the stent visi pro 035 to the lesion in the right mid common iliac artery, which had 80% stenosis and severe calcification, stent dislodgement occurred. The stent dislodgment occured in the brachial artery at the access site and was removed by pulling it out with the sheath. The lesion was not pre-dilated, no resistance was encountered during advancement. The procedure was completed using femoral access, and two visi pro stents were successfully deployed. No patient complications have been reported as a result of this event.